Event description:
Ous MDR - this lead dislodged and was explanted because the patient is pacer dependent. R-waves had declined from >6 to 1.3mv. When removing the lead, the helix wouldn't function. It was believed there was tissue in the helix.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis the presence of coagulated blood along the inner coil of the lead was observed. These blood residuals were most likely introduced by means of stylets used during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. After removing tissue from the lead's tip the helix could be extended and retracted easily. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.